Event description:
It was reported to boston scientific corporation that during the cystoscopy, immediately following a pelvic floor repair procedure performed using an uphold vaginal support system, blood was discovered in the patient's urine. Upon further investigation, the physician determined that the patient's urinary bladder was punctured during the dissection portion of the initial procedure. The physician is not sure what caused the perforation. A separate urologist repaired the perforation in the patient's bladder and placed a foley catheter. The patient was hospitalized for an unknown amount of time but is reportedly at home now. No further information regarding the patient has been forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure performed using an uphold vaginal support system, the patient's urinary bladder was punctured. The complainant indicated that the physician is unsure what device caused the perforation. A urologist repaired the perforation in the patient's bladder and placed a foley catheter, which reportedly will remain inside the patient for 1 week.

Manufacturer narrative:
The patient's exact age is not available but is reportedly over 18 years old. There is no patient code for catheterization. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
'Describe event or problem' has been updated with additional information and corrections.